Event description:
It was reported that the user¿s ilet therapy performance deteriorated over recent days, with contributing behaviors including unannounced grazing and repeated overtreatment of hypoglycemia. Symptoms included hypoglycemia and hyperglycemia ranging from 37 mg/dl to 293 mg/dl accompanied by lethargy and fatigue. Outcomes included the need for troubleshooting and education to address treatment behaviors and device use. Investigation included a case review by the clinical support team and user education on meal announcements, hypoglycemia treatment, and reliance on confirmatory blood glucose when sensor values are discordant. Investigation of this case revealed user-related factors affecting glycemic control, including unannounced carbohydrate intake and excessive carbohydrate treatment for lows, while the ilet device itself did not exhibit a confirmed malfunction. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.